Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they started feeling slow while the cgm was displaying a value of 6.5 mmol/l. They took a finger stick reading and the bg meter was reading 2.3 mmol/l. No additional symptoms or treatment information was provided. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was received for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.